Event description:
The customer reported that the power cable was damaged. Further info from the fse found that the sys was unable to be powered to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The a/c power cable assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.